Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during a recanalization procedure of a highly calcified lesion in the superficial femoral artery via ipsilateral approach, the catheter was allegedly stuck at the calcified lesion upon removal. It was further reported that the tip completely separated form the catheter and remained in the patient's body. It was further reported that the stent was used to pin the detached material to the vessel wall. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter in two segments was returned for evaluation. Segment one consisted of the transducer handle which consisted of partial catheter with a circumferential break proximal to the strain relief. Segment two consisted of the remaining catheter with the distal tip noted to be detached. Proximal end of the catheter was also noted to have a circumferential break. Frayed outer catheter was noted to be at distal tip and the break points of the catheter. Based on the findings, the investigation is confirmed for the reported detachment issue and the identified material frayed issue. However, the investigation is inconclusive for the reported retraction issue as no due to the conditions of the returned device no functional testing performed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 02/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of a highly calcified lesion in the superficial femoral artery via ipsilateral approach, the catheter was allegedly stuck at the calcified lesion upon removal. It was further reported that the tip completely separated form the catheter and remained in the patient's body. The stent was used to pin the detached material to the vessel wall. There was no reported patient injury.